Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day as onset, the patient was hospitalized for the peritonitis and another indication. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes of administration were not reported). At the time of this report, the patient was still hospitalized. Seventeen days after onset, treatment with dianeal therapy was discontinued. On an unreported date, the patient started hemodialysis. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.